Manufacturer narrative:
Date of event/event: the event date was corrected from (B)(6) 2018 to (B)(6) 2018.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 13 months post index procedure, the patient experienced in-stent restenosis and underwent a successful revascularization of the target lesion on (B)(6) 2018.